Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a biliary stone removal procedure procedure.according to the complainant, during the procedure, when the physician attempted to bow the device it would not bow. The procedure was completed with a different devicethere were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.based on the device analysis, which indicates that the working length was kinked, this is now considered a reportable event.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the working length was twisted and kinked. In addition, the cut wire and distal tip were twisted. A functional evaluation found that the device did not meet the minimum bowing specification due to the twisted cut wire and distal tip. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. The investigation concluded that the kink observed is likely due to manipulation of the device. Therefore, the most probable root cause classification is operational context.